Event description:
The pt stated that they received 2nd degree burns on chest from the laser hair removal treatment. The pt receives the treatment in a dr's office and stated that they had not had any problems with the treatments the pt has previously received. The pt stated that due to the burns the pt received, the device was sent back to the MFR, who responded that the device was operating within its design requirements. The MFR also reported that the device's specs allow for a 20% variance in the amount of energy the device puts out. The pt said that they would e-mail copies of the burn pictures to the district office in addition to the MFR. The pt also stated that the md reported the event to the device MFR. No pictures or info regarding the device MFR has been received.